Event description:
Caller reported an alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resumed insulin, and additional assistance was not necessary, leading to the closure of the case by technical support.